Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: h4: the date of manufacture was reported as unknown in the initial report. Please note that the date of manufacture has been updated in section h4 of this supplemental medwatch report. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the cup of the impactor device broke was confirmed. An assessment was performed on the cup-adapter t-handle and found that it was broken (in two pieces) at the t handle. It was determined that device was most likely side loaded when used with the impactor which is not what the device was designed for, or it had been dropped, which is improper handling. The assignable root cause was determined to be traced to user, which is user error

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number extension (B)(4). Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the cup of the impactor device broke. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.